Event description:
The customer observed multiple examples of outlier architect troponin values that exceeded the lab's cutoff of 0.040 ng/ml when reagent lot 91925un11 was in use. The troponin values were obtained from a clinical precision study with patient samples where results were reported out of the lab, however, there was no impact to patient management. The customer provided an example of the outlier troponin values (ng/ml) as follows in duplicate: sid (B)(4) initial results = 0.041 and 0.035. Repeat testing generated results of 0.035 and 0.033. Although patient results were reported out of the lab, there was no impact to patient management.

Manufacturer narrative:
Product evaluation was performed in order to investigate the issue. Precision testing was completed using retained kits of reagent lot 91925un11. Acceptance criteria were met, which indicates acceptable product performance. A study performed by the customer was analyzed and found that the overall rate of discrepant results is 0.32% based on the studies criteria and 0.30% based on 0.3 ng/ml diagnostic cut off per the package insert. Additionally this analysis found that no aberrant results were observed for the control specimen and concluded that careful sample processing will minimize the discrepancy between the replicates. A deficiency was not identified as testing showed that the likely cause lot performed per specifications. It was also determined that the lot in question did not malfunction since no aberrant results were observed for the control specimens indicating the issue was sample specific.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.